Event description:
It was reported that a 18g x 1.16in (1.3 x 30 mm) insyte autoguard packaging opened during storage.

Manufacturer narrative:
Investigation: during DHR review: no quality notifications were initiated during production all challenge, set up and in process testing was performed in accordance with the control plan and all passed per specifications. Received 2 iag 20ga packages from lot number: 7075699. All contents within the packages were intact. Conclusion: both of the packages received were partially open at both ends. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Bd supplier oliver-tolas uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the oliver-tolas material or adhesive application is the root cause.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 18g x 1.16in (1.3 x 30 mm) insyte autoguard packaging opened during storage.